Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eos battery status, detected after explantation of the device on august 11, 2021, most likely resulting from an automatic capacitor reformation in a cold temperature environment. The device was implanted for 88 months and 67 charging cycles were recorded in the devices memory. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In conclusion, there was no indication of a device malfunction. The eos status was triggered about two months after the explantation of the device, most likely due to influences of a cold temperature environment.

Event description:
After an implantation period of approx. 88 months, it was observed that the device is in eri status. The ICD was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.